Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: n/a. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after a percutaneous coronary intervention (pci) despite some calcification observed under fluoroscopy. The collagen was tamped with the tamper tube, but hemostasis failed, so manual compression was applied. The lower limb then became pale, and the pulse of the posterior tibial artery could not be felt. Endovascular thrombectomy (evt) was performed, which revealed the collagen deposited in the artery. A stent was implanted in the common femoral artery to press the collagen against the vessel wall and occlusion resolved. Hemostasis was then successfully achieved by manual compression. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. Moderate calcification was observed in the punctured vessel. The estimated blood loss was less than 250cc. The damage to the patient's health was minor and the patient has recovered. The physician did state that this might have been due to the use of the angio-seal device in the presence of some calcification in the artery.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been improper device use as the device was deployed in an artery with calcification. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).